Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, opening on anterior, yellow biological tissue inner the device and wear abrasion. Leak test and microscopic analysis was performed which identified, crease sharp opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on radius assessed, as fold flaw opening.

Event description:
Device has been explanted.